Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 1.5 years after the dental implant and abutment were placed in ada site 7, the implant lost osseointegration in type IV bone. Clinician reports an infection and pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 1.5 years after the dental implant and abutment were placed in ada site 7, the implant lost osseointegration in type IV bone. Clinician reports an infection and pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.